Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000195, serial/lot #: rev. 3 - s/n: (B)(4). A medtronic representative went to the site to perform a system checkout. Power enclosure converter was replaced. Fdm b01, fdr c02, fdc d02 are applicable to the system checkout. The power enclosure converter was returned to medtronic for analysis. Testing was conducted and a power conversion failure was confirmed. Fdm b01, fdr c02, and fdc d02 are applicable to the power conversion enclosure analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an (B)(4) system being used outside of a procedure. It was reported that when the representative was servicing the system and found that the power enclosure was staying on when the system was powered off causing stress on the batteries. There was no patient present.